Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73c1800633 investigation did not show issues related to the complaint. The device or sample has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the applier deployed two clips at the same time so clips could not load. There was no patient injury.

Event description:
It was reported that the applier deployed two clips at the same time so clips could not load. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was received with a bent rotation tab. A broken clip was returned stuck in the bent rotation tab, indicating a double feed. The returned sample appears used as there is biological material present on the device. Reference file pic_anp1900062374 for investigation photos. The returned sample was reviewed with a r & d engineer. The broken clip was manually removed from the bent rotation tab. Functional inspection was not performed on the returned sample due to the broken clip and bent rotation tab. The device was disassembled to inspect the internal components. Upon disassembly, it was found that the internal ratchet ears are intact. The clips were out of position in the channel of the device which would prevent the clips from properly loading into the jaws and could also cause clips to break. It was also found that the top jaw had bent jaw legs. The sample was received with 11 clips remaining, including the broken clip, indicating that 4 clips were fired by the end user. Based on functional testing, the complaint issue was confirmed. However, it could not be determined exactly how or when the clips became out of position. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip could not load" was confirmed based upon the sample received. One device was returned. The device was received with 11 clips remaining indicating that 4 clips were fired by the end user. The sample was returned with its rotation tab bent and a broken clip stuck in the bent rotation tab. The device was disassembled and it was found that the clips were out of position which prevented them from loading properly into the jaws of the device and could cause clips to break. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. We will continue to monitor and trend on this issue. The root cause of this complaint is undetermined.